Event description:
It was reported that (1) lcsc5 was used with the luke handpiece during a laparoscopic cholecystectomy procedure. It was reported by the rep the device had a solid lock out. The surgeon is a very experience harmonic user and tried every troubleshooting tip to prevent removing the shear during the procedure. The surgeon punctured the gall bladder causing no harm to pt. The surgeon opened another c-5 to complete the case. There was no consequence to pt.